Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap transfer set leaked from an unspecified location. There were drops of water on the patient's sheets. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event, however the patient was administered one dose of antibiotics. No additional information is available.

Manufacturer narrative:
Additional information: h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: one (1) actual sample was returned for evaluation. A visual inspection by the naked eye was performed with no issues observed. Functional tests which included leak, clear passage and clamp function tests were performed with no issues noted. An integrity of seal surface test was performed in which an in-lab patient adapter was tightened to the patient adapter of the transfer set with no issues or leaks. The returned sample met specifications. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.